Manufacturer narrative:
A field service engineer (fse) was dispatched who discussed with css mgr.fse was advised to go onsite to work with customer again. Css contacted customer and plan to visit (B)(6). The issue appeared to be a training issue. User not following prescribed tosoh procedures for reagent handling or instrument maintenance. No further action required by the fse the probable cause of the event was high control recovery. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported high control recovery with their aia-900. Customer reported ongoing a1c control recovery is high. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for a1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient result.